Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the physician asked to put the balloon to 9mm; however, the balloon was not inflated when the balloon was pulled out of duct. Prior to reinserting back into duct the balloon was inflated and deflated a couple of times, the balloon did inflate but did not stay up at 9mm, only 12mm. Additionally, the balloon shape and size was noted to be odd and not rounded, the one side was under-inflated and did not look like it was inflated all the way to 12mm. The balloon was then removed from the duct, the stopcock was opened but the balloon did not automatically deflate and the syringe plunger had to be physically pulled back. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the physician asked to put the balloon to 9mm; however, the balloon was not inflated when the balloon was pulled out of duct. Prior to reinserting back into duct the balloon was inflated and deflated a couple of times, the balloon did inflate but did not stay up at 9mm, only 12mm. Additionally, the balloon shape and size was noted to be odd and not rounded, the one side was under-inflated and did not look like it was inflated all the way to 12mm. The balloon was then removed from the duct, the stopcock was opened but the balloon did not automatically deflate and the syringe plunger had to be physically pulled back. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0406 captures the reportable event of the balloon irregular shape. Block h10: investigation results a visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages, which does not confirm the reported event of balloon irregular shape. Microscopic inspection was done and found the guidewire channel of the device was ripped. Functional evaluation was performed, the device was inflated with air, the balloon was inflated without problem, no damages were found and the device works properly. The returned device review showed no evidence of either the alleged (or any problem which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.